Event description:
It was reported that a patient an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the balloon had been primed and there was some difficulty getting the water to heat up. The fluid was removed and device was primed again. The device was reinserted and pressure would not hold. The balloon was removed and found to be intact. The patient was recouped and it was determined that the fundus had split. The patient then underwent a hysterectomy. The plan was for the patient to be discharged from the hospital (B)(6) 2013 or (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.